Event description:
It was reported that during a surgical procedure at the user facility the housing of the device opened and the battery fell out near the surgical site onto the sterile drapes. The sterile field was re-draped and the wound was flushed prior to continuing the procedure. The procedure was completed successfully using back-up equipment without a clinically significant delay. No adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility the housing of the device opened and the battery fell out near the surgical site onto the sterile drapes. The sterile field was re-draped and the wound was flushed prior to continuing the procedure. The procedure was completed successfully using back-up equipment without a clinically significant delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device was inadvertently disposed of by the manufacturer facility prior to evaluation. As a result, it was not possible to determine the cause of the reported malfunction without evaluation of the device. The device was disposed of prior to evaluation.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility, the housing of the device opened and the battery fell out. The procedure was completed using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported. Attempts are being made to obtain additional information from the user facility.

Manufacturer narrative:
Additional event details were provided by the user facility. Serial/lot number updated upon receipt of device by manufacturer. Return of device added. Manufacture date updated based on new serial/lot number.